Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient received an erroneous result when testing with coaguchek vantus meter serial number (B)(4). At 10:11 a.m. On (B)(6) 2019, a sample from the patient was tested using the coaguchek vantus meter, resulting with a value of > 6.0 inr. For collection of the sample, the patient tried lancing his finger, but not enough blood came out. The patient then lanced the same finger to collect the sample used for testing. At 10:42 a.m., a sample from the patient was tested on his former coaguchek xs meter and a new lot of test strips (lot 35350321), resulting with a value of 3.2 inr. At 11:02 a.m., the patient then tested a sample on the coaguchek vantus meter using the new lot of test strips (lot 35350321), resulting with a value of 3.4 inr. The patient believed the values of 3.2 inr and 3.4 inr to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter value of > 6.0 inr. The patient's current condition is stable and well. The patient's therapeutic range is 2.5 - 3.0 inr. The patient tests 2 to 4 times per month or more frequently if his results are outside of his therapeutic range. The patient did not have any hematocrit issues or antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient's warfarin medication had been reduced from 8 mg. To 7.5 mg.. The patient also mentioned having a meal high in vitamin k on the night of (B)(6) 2019. The patient did not take any new medications and had no illnesses. The patient had no abnormal bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to master lot strips using quality control material. Testing results: qc 1: 3.1 inr , qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 4%. The patient relanced the same finger to obtain the result of >6.0inr. According to product labeling, for a second measurement, a new puncture of a different finger is mandatory.